Event description:
The patient reported a safety hazard with the compact space chamber. The patient was using the device that day and inhaled the rubber stopper lodging it in the patient's throat obstructing the airway. The patient was almost unable to remove it, but the patient reported they threw themselves over a counter and was finally able to clear their throat. The patient stated they probably inhaling a little deeper than the average person, as they were a mountain biker and swimmer.